Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post operation check, it was noted that the r-waves were decreased and the right ventricular (rv) lead thresholds had increased. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.